Event description:
It was reported that during the procedure one lead was damaged and was not connected. It was also noted that not all impedances were within range. The damaged lead was explanted and replaced. The event required prolongation of hospitalization. No information was provided regarding additional diagnostic methods used to detect the damage to the lead. The event was considered related to the procedure. Following the lead replacement the event was considered resolved.

Manufacturer narrative:
Concomitant medical products: product ID 33872836, lot# b0288402k, implanted: 2004-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 33872836, lot# b0288401k, implanted: 2004-(B)(6), product type lead, product ID 3708695, serial# (B)(4), implanted: 2014-(B)(6), product type extension, product ID 3708695, serial# (B)(4), implanted: 2014-(B)(6), product type extension. (B)(4).